Event description:
It was reported that the helix mechanism was tested on the table before implant. During the test it was noticed that the helix mechanism did not extend. The lead was replaced and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the helix mechanism was tested on the table before implant. During the test it was noticed that the helix mechanism did not extend. The lead was replaced and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the full lead was returned, analyzed and the distal conductor was over-rotated. It was noted that the helix was over-retracted and there was apparent implant damage.

Manufacturer narrative:
(B)(4).